Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The plunger seal was broken but the bottom seal was intact. The top case, bottom case, and plunger head were all contaminated. The boards were also contaminated. The top case was cracked on the corners. The right plunger case and battery door were broken. A review of the event history log revealed the following error: pump motor drive off post. During testing the investigator noted that pump did not turn on with battery power. In addition the plunger flippers failed to open when pressing down on the plunger lever. These issues occurred because the pcb boards were contaminated. Fluid ingression in the plunger head also contributed to the problem. The customer reported product problems (bad motor/plunger lever) were confirmed during the investigation. Damage to the pump was identified as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the medfusion pump had a bad motor drive and plunger lever. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information: h6 (patient code). Additional information received on 29-oct-2020 via email that there was no patient in this incident but found during routine check.